Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-0) device and non-boston scientific right atria I (ra) lead exhibited high, but not out of range pacing impedance, noise, and oversensing causing inappropriate mode switching. The non-boston scientific right ventricular (rv) lead had stable impedance until (B)(6) 2020, at which point became variable and jumpy, with current measurements exceeding 3,000 ohms. The non-boston scientific (rv) lead also had some variability in threshold measurements. The boston scientific left ventricular (lv) lead had a sudden decrease in impedance and thresholds in (B)(6) 2019, but were never out of range, and have been stable since. The system remains implanted. A boston scientific technical service consultant recommended lead integrity testing and x-rays be performed at the next follow up appointment. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).